Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minicap transfer set "had fallen off". It was not reported if the patient was performing peritoneal dialysis (pd) therapy during the event. The patient presented to the pd clinic and the transfer set was changed. Two days later the patient experienced severe abdominal pain and cloudy fluid. The patient presented to the emergency room and was subsequently admitted to the hospital and diagnosed with peritonitis. The cause of the disconnection was not reported. The nurse stated there was no damage noted to the transfer set and the adapter was not changed out at the time of the transfer set. The patient was not treated with medication for the event. At the time of this report, the patient remained hospitalized and was not recovered from the peritonitis. Action taken with pd therapy was not reported. No additional information is available.

Manufacturer narrative:
The device was not returned, and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.